Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of an hv charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturer for further evaluation and an internal capacitor anomaly was found. The root cause of the charge timeout was an internal hv capacitor anomaly.

Event description:
It was reported that patient presented to the hospital after receiving a notification alert for capacitor charge time reached. Two manual capacitor maintenances were performed and gave two difference readings. The decision was made to explant and replace the device.